Event description:
It was reported that, during a thr, the plastic on the inner neck adaptor of two (2) trial femoral head 36 xs/-3, were broken. It is unknown if any piece fell inside the patient. Surgery was performed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4) h11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d4, h3, h4, h6, h11. The product was returned for evaluation. Previous complaints were received and investigated for this part number, in which the reported failure mode was confirmed. Furthermore, a visual inspection confirms the device is damaged. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. However, smith & nephew will continue to monitor for future complaints and investigate as necessary. This complaint investigation is considered closed.